Event description:
The patient contacted animas on (B)(6) 2012 and stated the up arrow keypad button was intermittently unresponsive and had to be pressed a certain way to elicit a response. The patient denied damage to the keypad and noted the symbols were worn. The patient reportedly wore the pump attached to a belt and cleaned it with mild soap. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing the up arrow and contrast keypad buttons were intermittently unresponsive; the ok and down arrow buttons responded appropriately. During investigation, evidence of contamination was found under the up, down, and contrast key contacts and the contrast key was found to be misaligned.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.